Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) monitor screen does not display helium remaining amount properly. The remaining helium gas is displayed as full, but the display color is red instead of green and an alarm of "low helium remaining" is generated. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and when the equipment was checked at the hospital, the problem was reproduced, but when the equipment was checked again after being entrusted to us, the problem was no longer reproduced. There may have been a temporary error or delay in the internal recognition of the remaining helium level, but in past cases, the fill manifold was the cause, so the part in question helium reservoir assy was replaced as a precaution. There was also some sluggishness in the scroll compressor, so that was also replaced as a precautionary measure because there was a possibility that the system would be prone to overheating and maintenance issues. All functional check showed good results.

Manufacturer narrative:
Updated field: b3, b4, d8, d9, g3, g6, h2, h3, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e2, e3, h6. Corrected data: h6 (medical device ¿ problem code, investigation findings, component codes).